Event description:
It was reported that during the use of the product, the pilot balloon was found detached. So the customer stopped using the product. No patient injury.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.